Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the criteria for the rv lead integrity alert (lia) were met, the impedance on the rv pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/ sensing integrity counter (sic). Analyst commented, 230 v-sics since last session 1.1 days ago. Six non sustained tachycardia episodes with v-v intervals less than 220 milliseconds from (B)(4) 2016. Lead failure predictor triggered on (B)(4) 2016 for lead impedance and ventricular sic. Rv pace impedance steady at approximately 690 ohms through (B)(4) 2016, rises out of range by (B)(4) 2016.

Event description:
It was reported that right ventricular (rv) lead, lead integrity alert (lia) triggered due to high impedance, non-sustained ventricular tachycardia (nsvt) episodes. It was also reported that oversensing and noise was visible on ventricular electrogram, and also observed with isometric movements. A spike in impedance was also noted along with sensing integrity counter (sic) high number of short v-v intervals. An apparent rv lead fracture was indicated. The rv lead remains in use, and a lead revision planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.